Event description:
It was reported by an eye care professional that a pt developed an ulcer following contact lens wear. It is noted that the pt did not sleep in their contact lenses. Additional info has been requested but not received.

Manufacturer narrative:
The device has not been received for analysis. The lot number is unk, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).